Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). The reported issue was confirmed. The root cause of this problem was the defect of the accomp board. The accomp board was replaced and the instrument met all specifications.

Event description:
Technical service center received the actual sample for regular maintenance. The engineer found the burnt part on the accomp board during maintenance.